Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented at the hospital for an unrelated procedure. Their pacemaker exhibited an episode of over-sensing that led to pacing inhibition on telemetry in which no intervention was done. The patient was in stable condition.